Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker replacement procedure. Upon interrogation, high pacing impedance was detected on the right atrial lead. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition throughout the procedure.